Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that he woke up vomiting and with diarrhea. The customer stated that he was in the hospital for four days, and he was treated with an insulin drip. Advised the caller to call back to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.